Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed in the report. As high tech laboratories is an OEM manufacturing site. Two potential lot numbers were reported for this incident. The information for each lot # is: lot #: v4b72k7. Device expiration date: 9/30/2020. Device manufacture date: manufactured between 9/11/2015-9/15/2015. Lot #: v4z81d7. Device expiration date: 3/31/2020. Device manufacture date: manufactured between 5/13/2015-5/21/2015. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using a bd microtainer contact-activated lancet, the blade did not retract and a clinician obtained a contaminated needle stick injury. Both the source patient and the clinician received post exposure lab work. It is unknown what the test results revealed nor if prophylactic treatment or any other medical interventions were provided.

Manufacturer narrative:
Results: 15 lancets from each lot number (v4b72k7 and v4z81d7) were returned for evaluation. Analysis of the samples provided by the customer did not confirm the defect under complaint; no defects were observed which could cause the reported issue. All lancets made the correct puncture through a pad of 1.4mm imitating the minimum required penetration depth and correctly retracted after activation. Archival samples were also tested for compliance and no defects were observed. A review of the device history records revealed no irregularities during the manufacture of the potential lot numbers v4b72k7 and v4z81d7. Conclusion: an absolute root cause for this incident cannot be determined as the returned samples and retention samples were tested and showed no signs of any defect. However, due to an increasing trend of the number of complaints for needle retraction failure and more frequent accidental needle stick injuries, bd had a teleconference with (B)(4) and it was determined that a CAPA would be opened for this issue. The bd CAPA number is (B)(4). Additionally, based on the analysis of samples provided by customers of previous complaints, it was determined that the main cause of failure of the needle to retract is too long needle protrusion length from the molding of the complete needle and planned actions are being taken under the CAPA (B)(4). (B)(4) has also taken corrective actions to resolve this issue. The (B)(4) corrective action reference numbers are (B)(4). The (B)(4) corrective actions address needle protrusion length, no spring in the housing, inner deformation in the guides of the shield, and blocked return spring on the needle cone.